Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if this was a pull off suture needle or if this was a breakage suture issue? Please clarify.=>a breakage suture issue. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What is the lot number? Event related to mw # 2210968-2022-09609. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a trasversus abdominis muscle release procedure on (B)(6) 2022 and suture was used. The suture broke easily around the needle swage part, when the surgeon tried to tie the suture. This happened two times. Another lot product was used for the surgery. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.